Manufacturer narrative:
Co examination and testing of the returned sample found that the balloon had pulled out from under the proximal band. The cause of the failure was determined to be an insufficient amount of the balloon being placed under the band at assembly. There is a small potential for pt injury based upon past experience and available info.

Event description:
It was reported that during use of the product, the balloon on the catheter ruptured. There were no pt complications.